Manufacturer narrative:
Product investigation evaluation: the returned implants were examined upon receipt and the complaint was able to be confirmed as approximately one half of the top thread of the pedicle screw was peeling; no fragments were generated as the thread remained attached to the screw at each end. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of off-axis loading of a partially threaded holding sleeve as described in the complaint description. One (1) 7.0mm ti matrix screw 45mm thread length was received. This screw is an implant part of the matrix spine system. This screw is a member of the standard unassembled screws family, which includes different lengths. The applicable technique guide was reviewed. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional product code: mnh, mni, kwq, kwp. (B)(4), lot unknown. Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an l4-s1 two-level posterior lumbar interbody fusion (plif) that took place on (B)(6) 2015 a screw head broke along with the matrix long holding sleeve. The surgeon put in all the screws at l4, l5, and left s1. When he got to right s1, he drilled the hole, tapped the hole with a 6mm tap, and inserted the screw. A little over 3/4 of the way inserted, the surgeon was really fighting muscle and the holding sleeve became slightly dislodged. This must have put a lot of pressure on the top holding thread in the screw head to the point of breakage. Not being able to see the broken side of the head in the wound, he thought the sleeve had slipped and the screw was fine. The surgeon proceeded with both plif's and came back to put heads on the screws. That's when it was figured out the head on the screw was busted. The screw was removed and a new one was inserted without issue. All remnants of the screw remained attached, there is nothing residing in the patient. It was reported there was a two minute delay in the procedure. The procedure was completed successfully and the patient was unharmed throughout the case; the patient status is reported as great. This is report 2 of 2 for (B)(4).